Event description:
The surgeon reported that he had used permacol in a hernia case. The permacol had successfully been implanted in the patient, however, while in the recovery room after surgery, as the patient was becoming conscious a ripping noise was heard. The patient was taken back into surgery to reveal that the permacol implant had ripped, not the sutures which were first suspected by the surgeon. Further investigation determined that as a large piece of permacol was not available to the surgeon a smaller piece of permacol was used. The surgeon used an additional small piece of permacol to repair the rip by stitching the two pieces together.

Manufacturer narrative:
There has been no lot number information provided by the surgeon, however, tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.